Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2010. This medical device implant is now manufactured by bayer, formerly by conceptus inc. My lot number is 735709. My model number is ess305. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started approximately 2-3 weeks later this is a list of my side effects and symptoms that I have experienced due to essure. Thyroid disease, pmdd (premenstrual dysphoric disorder) probable endometriosis, weight issues (gain), I have a known metal allergy (nickel), itching, burning, stinging, stabbing of vaginal entrance (vulvodynia) multiple ovarian cysts, chronic pelvic pain, fatigue/loss of energy/chronic, diminished brain function (brainfog/confusion/cloudy/ forgetfulness/short term memory loss) urgent/frequent urination, skin acne, painful ovulation (mittelschmerz), excessive sweating, excessive bleeding during period (menorrhagia), skin irritation/itching, unexplained/easily bruising, mood disorders, insomnia, night sweats, loss of libido, chest pains, neck/spine pain, painful intercourse (dyspareunia), gastrointestinal issues (constipation, and gas), hair loss, dry skin/hair, bleeding/spotting after sex, painful periods (dysmenorrhea), hip pain, severe bloating, joint pain, numbness/tingling in extremities (hands/feet), sharp/stabbing pelvic pain, dizziness, breast pain/tenderness, abdominal spasms/ twitching/fluttering, back pain, all over body aches/pain, the device is still inside of me.